Event description:
It was reported that approximately 40 months post implantation of 2 xience v stents in the restenosed proximal left anterior descending artery, the patient experienced angina and was hospitalized. Per diagnostic angiography, the portion of the left anterior descending artery that was stented during the index procedure was found to be 100% occluded. The patient was treated with medication and on (B)(6) 2012, the patient underwent coronary artery bypass graft surgery. On (B)(6) 2012, the event was noted to be resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.